Event description:
Related manufacturer reference number: 3006705815-2022-15990, related manufacturer reference number: 3006705815-2022-16077. . It was reported the patients system would not enter MRI mode due to high impedances. As a result, surgical intervention was undertaken on an unknown date wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.